Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit breaker was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported there was no power to the system and it would not turn on. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.